Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of asthma, kidney disease. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that evidence of sound abatement foam degradation/breakdown was observed in this device. Product investigation laboratory confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Photos attached. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. Using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. Product investigation confirmed the operation of the heater plate. During review of the error logs, product investigation laboratory determined that the device had 6731.3 machine hours, 6731.3 blower hours and 6476.1 therapy hours. The error log showed 0 errors logged. During the investigation, product investigation laboratory observed the sd card cover was missing. An unknown brownish contamination was observed all over the top enclosure and right panel. Product investigation laboratory observed a web-like contamination between the bottom enclosure and humidifier cable, and in the bottom enclosure. A rust-colored contamination was observed on one of the motor blower screws. Potential dried liquid spots were observed inside the iso port, on the blower housing, and on the bottomof/inside the blower motor. Product investigation investigation observed a dust-like contamination on the top enclosure, on the right panel, on the blower cap, and in the bottom enclosure. Several pieces of unknown contamination was observed in the bottom enclosure. Dust-like contamination was observed on and under the flip lid assembly, on the left panel, dry box and in the bottom enclosure/lower base. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. In general information, 510k number has been updated. In box g: - date received by mfg. Has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening) and kidney disease/ toxicity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.